Event description:
Procedure type: pancreas. According to the reporter: used for proximal pancreaticoduodenectomy. After 1st firing, black return knob was retracted but the jaws would not open. Surgeon cut the tissue along both side edges of cartridge and removed the device. The tissue was sutured manually and procedure was completed.

Manufacturer narrative:
(B)(4).